Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as dislocation. The previous surgery and the surgery detailed in this event occurred 11.1 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were returned to manufacturer and made available to djo surgical for examination. RMA examination: the three explanted parts were returned to djo for examination. The glenoid head's articulating surface has many small scuffs that lack depth. There is a region of the head's articulating surface near its equator that has endured more extensive wear, characterized by a concentration of many darker scuffs. The liner and the socket shell were returned, still assembled together. The shell's outer surface has many small scuffs and some small scratches, all lacking depth. The liner has one region of concentrated wear on its articulating rim where material has gouged away from contact with the head. The liner's wear was most likely caused by contact with the head's rim during the dislocation events described by the agent. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this evaluation that indicate the reported devices were defective. No other information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to dislocation. Surgeon plans to change the shell, poly and glenoid head to tighten him up.